Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event of rough actuation. Based on the condition of the returned unit, it is likely that the reported event of rough actuation was caused by the rivet being too tight which occurred during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is a combined initial/final report.

Event description:
Procedure performed: not known. Extremely limited information available. Surgeon uses this product routinely and does not have issues with it. On this occasion surgeon commenced using grasper and stated the jaws were "too tight" (difficult to open) and ceased using. No information available as to when jaws became tight or if they were tight from the beginning of use. Reposable shaft was replaced with a new one and case proceeded as usual. The reuseable handle remained the same. Patient was not affected. No information on other instruments used at the time or what procedure. Patient status: patient did not incur injury. Type of intervention: product replacement during case.